Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a loss of connection on the g5 mobile application and an adverse event. It was reported that the patient's continuous glucose monitor (cgm) had cut out and did not receive any alerts early in the evening that they were going low. It was indicated that the patient did not check their blood sugar before going to bed and due to having a signal loss the experienced a severe hypoglycemic seizure. Additionally, the patient stated that the cgm was within 20 feet of the sensor. No additional patient or event information is available.